Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump stopped during rewind; and the expected e6 (mechanical error) message was not displayed. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The investigation of the returned device determined that the piston rod was not blocked and that the alert system was functioning as intended so there was no failure to alert. However, a slipped light shield was identified. The slipped light shield interfered with the cartridge removal detection sensor. Therefore, the pump did not detect that the customer had removed the cartridge from the device. The piston rod did not rewind because the pump was still waiting for the customer to remove the cartridge even though the customer had removed the cartridge.